Manufacturer narrative:
(B)(4). It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
At conclusion of c3-c4 cervical diskectomy with decompression, the patient was turned to the left lateral decubitus position for insertion of a lumbar drain. A long tuohy needle was used to insert into the l4-5 interspace. At first, there was cerebral spinal drainage (csd) flow noted from the tuohy needle, therefore, the lumbar drain catheter was advanced through the tuohy needle into the intrathecal space. However, after advancing catheter, the catheter was no longer advancing. At this point, it was felt repositioning of the tuohy needle was necessary. The catheter was slowly backed out without any resistance. After it was removed and inspected, it was noted that the distal 3 cm of the catheter tip had been sheared off, which was left behind likely in the soft tissue of the patient. The physician does not expect any complications with the retained piece, which will eventually get encapsulated with scar tissue. Disclosure was done to the patient. The tuohy needle was then removed and fluoroscopic guidance was used to place a new lumbar drain into the l3-l4 interluminal space. Per initial reporter: did the reported event cause any delays in surgery over 30 minutes? No. Were there any adverse consequences to the patient in addition to the reported event. No . Is the device being returned for evaluation? No; was not saved.

Manufacturer narrative:
Additional information: complaint sample was not returned to codman; therefore, an evaluation of the device could not be performed. A review of manufacturing records found no discrepancies when the device was released to stock. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.